Event description:
It was reported that there was a reduction in brake force due to a worn brake plate kit. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.